Manufacturer narrative:
The insulin pump was received with blank display due to corrosion on electronic assembly and motor. Analysis was unable to verify motor error alarm, failed battery test alarm, off no power alarm and perform functional testing due to blank display. The insulin pump had scratched display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had blank display and motor error alarm. The blood glucose at the time of the incident was 106 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.